Event description:
While using the automix 3+3/as compounder, (to prepare a tpn) the automix tubing leaked when the green station was first used. The leak occurred around the tubing guide inlet (left side - green station) pump segment, on the lower pump module. Note: the compounder had already been used to make a tpn, with no leaks. Leak did not occur until the green station was used.